Event description:
Hcp reported to sales rep as well as to bfarm "revision of left hip-tep because of inlay dislocation. Primary implantation less than 2 years ago. Primary implantation due to coxarthrosis. Primary implants: pinnacle 100 cup size 48; corail hip stem lat. Size 9 cementless without collar; marathon pe inlay +4.10° inner dia 32 outer dia 48mm; ceramax ceramic femoral head 32+5 medium. Revision with head and inlay change. Luxation event occurred during passive rotational movement of the lower leg."

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted four ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review request: product description: pinn mar +4 10d 32idx48od product code: 121932148 lot number: j7138x please provide: 1) quantity manufactured: (B)(4) 2) date of manufacture: 10/03/2020 3) any anomalies or deviations identified in DHR: none. No non-conformances were identified. 4) expiry date: 02/28/2025 5) IFU reference: 090200701 IFU tot hip pros rev. S device history review: a manufacturing record evaluation was performed for the finished device (121932148/pinn mar +4 10d 32idx48od) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted four ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : bfarm DHR review request: product description: pinn mar +4 10d 32idx48od, product code: 121932148, lot number: j7138x. Please provide: 1) quantity manufactured: (B)(4), 2) date of manufacture: 10/03/2020, 3) any anomalies or deviations identified in DHR: none. No non-conformances were identified. 4) expiry date: 02/28/2025, 5) IFU reference: 090200701 IFU tot hip pros rev. S. Device history review : a manufacturing record evaluation was performed for the finished device (121932148/pinn mar +4 10d 32idx48od) product and lot numbers, and no non-conformances were identified.